Manufacturer narrative:
Per tandems t:slim g4 user guide: replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing on multiple occurrences. The customer's blood glucose level was in the 200s mg/dl range. Reportedly, the customer changed the cartridge every 7 days. Reportedly, the customer changed pump supplies, and resumed insulin therapy.